Event description:
It was reported that during a knee arthroscopy, the first peek (t1) passed without incident, but the second peek (t2) apparently did not penetrate the entire meniscus wall, so when the suture was pulled to slide the knot, the knot retracted and pulled the entire implant out of the meniscus. Then, another implant was used, calibrated at a length of 20 and worked without incident. The procedure was completed using a back-up device. There was no delay and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The suture knot is tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device during implantation). Based on this investigation, the need for corrective action is not indicated.